Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that during surgery the suture snapped immediately when the surgeon attempted to tighten the first knot. Additional information has not been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open and manipulated sample with the needle attached to the thread (thread is not still wound on the pack). The suture is broken approximately at the midpoint of its length. However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 2.26 kgf in average and 2.16 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.97 kgf in average and 0.49 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received is manipulated and we have not received closed samples. Final conclusion: despite receiving a sample, without closed samples a proper analysis cannot be done. We take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed. If closed samples are received in the future, we will re-open the case. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.